Manufacturer narrative:
Section a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown /not provided. The best estimate date is between nov 14, 2023 and feb 26, 2025. Section d6b: if explanted, give date: unknown/ information not provided. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal toric intraocular lens (iol) was explanted from a patient's left eye. The reason for the explant was not specified. No further information was provided.

Manufacturer narrative:
Additional information. Customer provided additional information. Therefore, the following sections are being updated accordingly: section b5 - describe event or problem: the reason for the explant was due to lens shifted superiorly. The lens was not sitting center, patient was unable to get optimal vision. A sulcus lens was used for the replacement lens. Patient was referred to a retina specialist for additional surgeries. There was no patient injury reported. The device is not returning. Section a3a - sex: male. Section a5 - ethnicity: not hispanic/latino. Section a6 - race: white. Section b3. Date of event: nov 15, 2023. Section d6b. If explanted, give date: (B)(6) 2024. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.